Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. Sometime post-op it was found that the rod was broken. The patient underwent a revision surgery to remove the broken rod and replace it with a new rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.